Event description:
The laboratory reported out false high troponin I results on two patient samples prior to follow-up testing. Elevated results of the magnitude observed might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.